Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements along with high pacing threshold measurements. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.